Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0144 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC leaked where the luer lock connected to the cap. Once again, caps had been changed with same result repeating. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0144 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC leaked where the luer lock connected to the cap. Once again, caps had been changed with same result repeating. No other information was provided.